Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-jul-2019 the following findings: during investigation, there were no errors, alarms or warnings relating to the pi. The battery compartment was cracked below and above grip pad. There was a battery compartment leak, evidence of moisture corrosion is only in battery compartment, other parts of pump don¿t have moisture. Due to moisture damage, the pump was unable to be powered up; test pump for step 30 and unable to investigate complaint about battery life. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.